Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, when the proximal end of the trunk-ipsilateral leg was deployed, the contralateral gate was reportedly placed opposite the aneurysmal sac space. As there was no space, the contralateral gate was reportedly compressed against the vessel wall at the level of the flow divider. According to the report, the physician was unable to rotate the trunk-ipsilateral leg using the constraining system. An attempt to cannulate the contralateral gate from the left upper arm was also unsuccessful. The physician decided to convert to an open repair. The trunk-ipsilateral leg was cut at the level of flow divider, and a y-shape graft was successfully implanted. The patient tolerated the procedure. The reporting physician commented that the contralateral leg hole should have been deployed into the aneurysm sac but was placed in the opposite side. (B)(4).